Event description:
The following information was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of peritonitis in a neonate subsequent to dianeal pd-2 therapy. On an unreported date, the patient experienced peritonitis and was treated with systemic and/or intraperitoneal antibiotics (not further specified). No further information was provided regarding the event of peritonitis. On an unreported date, the neonate was discharged and was on nephrologic follow-up. The outcome was not reported. According to the author, this was a "pd-related complication." This is one of multiple reports received from the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.